Manufacturer narrative:
Patient weight not made available from the site. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. No specific measurement of the inaccuracy was provided. All 4 screws were misplaced, the surgeon used standard fluoro with a c-arm to replace the screws. This was an imaging system case. The surgeon was using non-medtronic instruments. There was no delay of therapy reported. The surgeon opted to continue and completed the procedure without the use of the navigation system.

Manufacturer narrative:
Correction: per a conference call with the FDA on 23-jan-2017, the FDA requested a supplemental 3500a submission regarding clarification to the manufacturer associated with the previously reported non-medtronic device involved with the incident. The non-medtronic device was reported to be manufactured by stryker.

Manufacturer narrative:
A medtronic representative, following up with the site, reported that the surgeon believes the spinous process clamp was hit during the procedure causing the inaccuracy. The amount of inaccuracy was reported to be 7-8 millimeters superior. The surgeon reported the patient was doing fine. The instructions for use that accompany this device contain warnings and instructions regarding clamp movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." And "warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." The medtronic representative reported the surgeon has completed multiple successful cases since this surgery. No further relevant issues reported.

Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. This was the surgeon's first case using the o-arm without a medtronic representative present. A medtronic representative has assisted the surgeon in subsequent surgeries and there have been no further issues. A software investigation was performed. Most likely root cause is use error as the surgeon was using "knockoff" instruments, unapproved for use with the stealthstation. Software is functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.